Event description:
The customer stated that the architect method generated higher patient results for the ipth assay compared to the results generated from the same patient samples using a non-abbott method. The following data from 12 patients was provided by the customer (pg/ml): architect: non-architect: sid:(B)(6), 125.3, 73, sid:(B)(6), 51.2, 29, sid:(B)(6), 62.6, 43, sid:(B)(6), 66.1, 44, sid:(B)(6), 401.9, 245, sid:(B)(6), 258.9, 167, sid:(B)(6), 352.9, 215, sid:(B)(6), 122.7, 78, sid:(B)(6), 85.5, 58, sid:(B)(6), 36.1, 26, sid:(B)(6), 56.1, 43, sid:(B)(6), 75.5, 52, no impact to patient management was reported.

Manufacturer narrative:
This report is being filed against an ex-us product (8k25-25) which has a similar product (8k25-27) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 01913i000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 01913i000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Abbott has identified that a major contributor to the observed increase in patient sample values has been the instability of the architect intact pth calibrators. Therefore, architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address the calibrator instability. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.